Event description:
A vigilance report was received with the following event description: the hospital staff attempted to use the device on a pt diagnosed in cardiac arrest. After attaching the electrodes to the pt, the device continued to prompt the user to connect the electrodes and use of the device was inhibited. The pt's outcome was not reported.